Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the right ventricular (rv) his bundle lead exhibited rising and high thresholds and non capture. The implantable pulse generator (ipg) and the rv lead were explanted and replaced. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.